Event description:
It was reported that approximately 37 months post-implant of a bifurcated device, two infrarenal aortic extensions, and a suprarenal aortic extension the patient presented in the emergency room with lower back pain. Reportedly, a computed tomography scan revealed a type iii endoleak between the suprarenal aortic extension and the infrarenal aortic extension. The patient was treated with an additional infrarenal aortic extension and a suprarenal aortic extension, which successfully corrected the endoleak. It was reported that the patient tolerated the procedure well.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted in the patient.

Manufacturer narrative:
The device remains implanted in the patient, hence device evaluation could not be performed. Medical records and imaging were provided and reviewed by a clinical specialist with the following impression: the root cause of this event is assessed to be a long aneurysm that remodeled overtime with angulation developing as the aneurysm moved towards the anterior curvature leading to separation of the grafts and a endoleak. A manufacturing record review was performed, the lot met all release criteria with no issues or deviations that would explain the reported event. The lot usage history showed all units were consumed and no other units were involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. Based upon the investigation findings, the root cause has been determined to be due to long aneurysm that remodeled overtime with angulation developing as the aneurysm moved towards the anterior curvature leading to separation of the grafts and a endoleak.